Event description:
The device was connected to a patient for purposes of routine monitoring. Reportedly, when the device was powered on, there was no display of the patient ECG. A backup device was brought on scene and used to monitor the patient. The operator stated that patient care was not compromised as a result of the event.